Event description:
Supera stent placed for femoral occlusion on (B)(6) 2013 in cardiac cath lab. On (B)(6) 2013 at clinic visit suspected occlusion of stent. CT scan (B)(6) 2013 finds infected stent. Operatively removed (B)(6) 2013. Plan for definitive treatment includes arterial bypass surgery once infection cleared.